Manufacturer narrative:
(B)(4).the lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 3 of 3. The technical service representative (tsr) advised the home patient (hp) to cycle power to clear the alarm and received a 2367 alarm. The hp would notify the peritoneal dialysis nurse and complete therapy with manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.